Event description:
Incident occurred in 2006. Cannula ic16hm15 broke at the second to the last hole farthest from the distal tip. No harm came to the patient as the cannula remained pertruding from the patient and thus was removed by the user's hand. This information was reported by attending nurse at the time of the incident.

Manufacturer narrative:
Reported defective cannula was received in a repackaged pouch and plastic cylinder. After visual inspection it appears to have had extensive pressure applied during application. The cannula is clearly bent. Investigation of the device history record for this unit indicated it met it's pre-determined specifications. Thus far, no other incidents, or malfunctions to report on this lot/batch in question.